Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-may-2016 which refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Essure device was not in proper place. Doctor discussed permanent sterilization with patient and she had a tubal ligation on (B)(6)-2016. Patient did not present with any problems, such as pain. Only the hsg was noted to show one tube was patent. Essure was not continued. Quality safety evaluation received on 18-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. This medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. However, essure device was not in proper place. She underwent a tubal ligation for permanent sterilization and essure devices were removed. Device dislocation is listed in the reference safety information for essure. Considering that essure inserts may move along the fallopian tube and considering the nature of this event, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up from 01-aug-2016: follow-up attempts has been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. However, essure device was not in proper place. She underwent a tubal ligation for permanent sterilization and essure devices were removed. Device dislocation is listed in the reference safety information for essure. Considering that essure inserts may move along the fallopian tube and considering the nature of this event, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.